Event description:
An olympus representative reported to olympus, on behalf of the customer, the bronchovideoscope had a leakage. Upon inspection and testing of the returned device, it was discovered the connecting tube had coating peeling (1mmsq or more). There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of peeling off the coating on the insertion section (greater than or equal to 1 x 1 mm2) found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the bending section has a leak and the coating was peeling from the connecting tube more than 1mm2. In addition, it was noted, there was a pinhole and the adhesive had a crack on the bending section, the distal end was deformed. There were also scratches on light guide protector, control unit, scope connector cover, grip, angulation lever, up and down plate, switch 3, light guide connector, light guide-cover glass had corrosion, video cable, video connector, universal cord, electrical contact of video connector is dirty and low angulation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, chemical stress, or the storage environment. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy_ warning and cautions: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. Storage and disposal_ caution: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area.¿) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b3 and b5.

Event description:
According to the reporter, the event occurred on august 19, 2022, during the reprocessing cycle of device. There was no patient or procedure involvement nor reported impact. There were no additional details regarding the patient or event reported.